Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the implantation of an intraocular lens (iol) a scratch was noticed on the lens. It was then removed and replaced with a new lens. Additional information was requested.